Event description:
The caregiver (cg) contacted baxter's service center to report that the home patient (hp) had a system error 2240 alarm (air in tubing) on the homechoice (hc) during therapy. The patient was connected at the time of the alarm. The technical service representative (tsr) was unable to troubleshoot the alarm as the setup had already been taken down and the supplies disposed. There was nothing unusual found that could have caused or contributed to the alarm. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was discarded by the customer and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.